Event description:
Our rep is reporting that a patient had arthroscopic knee surgery in 2006. This original remedy was using an "allograft" and slingshot & bio intrafix fixation devices. The next month, the surgeon re-visited the op-site arthroscopicley, the patient was having some fluid drainage from the op-site. At this point in time, the patient's knee was cleaned out and fluid samples taken to rule out infection and or arthritis, the results of the culture were negative, no growth. Three months later, a second re-surgery was had by another surgeon; the sheath of the bio intrafix had migrated form its original site, was explanting itself and was visibly coming out of the incision site. This surgery was performed open to remove the bio intrafix fixation device and examine the graft, the surgeon noted that the original graft was secure and without need of interference or remedy, however, the surgeon removed the original fixation device and in its place inserted 2 milagro screws, a 7mm x 23mm and a 11mm x 30mm for remedy. At this point in time, the patient's prognosis is not known.

Manufacturer narrative:
The complaint device has not yet been received, however, when the device is received not much may be able to be discerned from the sample as it will have been passed through various environments to include having been decontaminated prior to its' physical evaluation by mitek. At this point in time, mitek is in the information gathering mode towards clarifying the root cause for these events. The date the surgeon cannot offer an opinion as to what the precipitators (s) may have been for this sequence of adverse events. We do not know if the patient had any physical issues which could have contributed to this sequence of events. There is no opinion as to what caused the sheath to migrate to the incision site. The surgeon or the facility was asked if the graft was tested or cultured, we do not know if that happened. We do not know if the instruments used were tested. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. If and when the complaint device is received and if any further data is received or can be had that is pertinent or clarifying towards discerning a root cause, the findings will be reflected in a follow up report. In the mean time, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.